Manufacturer narrative:
(B)(4). Report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported upon opening outer box, inner packaging was clearly ripped with tip of stem exposed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the returned product confirmed damage to the sterile packaging pouch, and there is debris inside the sterile packaging which is consistent with the appearance of porous coating. The reported event is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the product when it left zimmer biomet was conforming to specifications. The root cause of the reported event is likely due to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.